Event description:
It was reported that the device had system fault 42860. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. Confirmed customer complaint ¿system fault 42860¿ as error code automatically appeared on screen when powering on the unit. Replaced printed wiring assembly (pwa) board, then performed product verification testing (pvt). Upon further investigation, it was found that the battery separators were missing, and new separators were put in. Updated the unit to the current software version. After repair, performed pvt and the unit passed all test criteria. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.